Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a wolverine balloon. No patient complications were reported, and the patient condition was good post procedure.